Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was received and evaluated. An external visual inspection was performed and no damage was found. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. The customer complaint is undetermined as analysis would not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On 12/05/2023, the patient¿s son reported that the patient was having some gastrointestinal issues with stomach cramping and gas. The patient was taking an unspecified medication for these issues. At some point, the patient defecated in bed and asked her son to help her into the bathtub. At an unspecified time later, the patient¿s son found her ¿lumped over¿ and cold in the bathtub (it was reported that the patient did not pass out). Therefore, the patient¿s son called for an ambulance. Once emergency medical services (ems) arrived, the patient cgm was reading 219 mg/dl and the bg meter was reading 459 mg/dl. No cgm or bg meter values were provided for this event until ems arrived. It is noted the patient does not have a bg meter at home to use. Ems transported the patient to the hospital. The patient¿s son did not go to the hospital with the patient; therefore, he did not know what treatment or medications the patient was given. The patient was still in the hospital at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect - clinical code - e2304 chills. H6 health effect - clinical code - e1011 flatus.